Event description:
Medtronic legal received information regarding customer was hospitalized due to diabetic ketoacidosis from the attorney of the family. The information received on 06/24/2021 stated the following customer alleges in 2021. The customer began using insulin pump in (B)(6) 2017. The customer was using a medtronic minimed 670g insulin pump on the (B)(6) /2021. The customer stated insulin pump had broken retainer ring. Insulin pump malfunction due to the retainer ring defect and failed to deliver the correct dose of insulin.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.